Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device was experiencing syncopal episodes. While in the emergency room, loss of capture (loc) was noted. The device system was tested and loc was able to be replicated when the patient reached their arm across the right side of their body. It was also mentioned that noise was present. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was explanted and returned for analysis.